Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: essure device visible protruding out right fallopian tube into uterine serosa'), uterine perforation ('perforation (other) please describe and state the location of the perforation: essure device visible protruding out right fallopian tube into uterine serosa'), embedded device ('there are 2 essure device embedded on both sides of the uterine body'), device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding/ heavy bleeding') and autoimmune disorder ('autoimmune ') in an adult female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, bacterial vaginosis, cervical dysplasia and rectal bleeding. Previously administered products included for contraception: ovral-lo and iud nos; for an unreported indication: progesterone and surfak. Concurrent conditions included type 2 diabetes mellitus, overactive bladder and hirsutism. Concomitant products included estradiol (estrace), metformin, multivitamins, combinations, oxybutynin and trospium. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain lower ("pain lower abdominal/ cramping"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection/ infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ pain with periods"). In (B)(6) 2012, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2015, the patient experienced depression ("psych injury related to essure/ depression"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("chronic pain/ pain"), bladder disorder ("bladder problems/ bladder or urinary problems or changes"), urinary tract disorder ("urinary problems/ bladder or urinary problems or changes"), vaginal infection ("vaginal infection"), migraine ("migraine") and fallopian tube spasm ("unable to place right tube due to spasms, need to reschedule to attempt again") with device difficult to use and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with fluconazole (diflucan) and surgery (ablation, hyst. (Full), salping. (Bilateral) (interpreted as hysterectomy, salpingectomy), hysterectomy (full),salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device dislocation, autoimmune disorder, depression, fatigue, hormone level abnormal, migraine, weight increased, dyspareunia, uterine leiomyoma and fallopian tube spasm outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, bladder disorder, urinary tract disorder, vaginal infection, cystitis, vaginal discharge, alopecia, vaginal haemorrhage, anaemia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anaemia, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fallopian tube spasm, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2008, (B)(6) 2010 insertion of essure : (B)(6) 2008 (right side), (B)(6) 2008 (left side) left side- 3 coils; right side- 1 coil. The plaintiff received treatment for pelvic pain, menorrhagia, autoimmune disorder, migration, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, fatigue, alopecia, hormone level abnormal, migraine, weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) result- unknown. Ultrasound pelvis - on (B)(6) 2009: negative transvaginal pelvic ultrasound; on (B)(6) 2018: uterine fibroid. Otherwise unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : infection, bleeding, dyspareunia, lower abdominal pain, uterine fibroid, pelvic pain, menorrhagia, anemia. Lot number: 626398 manufacturing date: 2007/12 expiration date: 2009/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: essure device visible protruding out right fallopian tube into uterine serosa'), uterine perforation ('perforation (other) please describe and state the location of the perforation: essure device visible protruding out right fallopian tube into uterine serosa'), embedded device ('there are 2 essure device embedded on both sides of the uterine body'), device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding/ heavy bleeding') and autoimmune disorder ('autoimmune ') in an adult female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, bacterial vaginosis, cervical dysplasia and rectal bleeding. Previously administered products included for contraception: ovral-lo and iud nos; for an unreported indication: progesterone and surfak. Concurrent conditions included type 2 diabetes mellitus, overactive bladder and hirsutism. Concomitant products included ascorbic acid;calcium gluconate;cupric carbonate, basic;cyanocobalamin;ergocalciferol;ferrous sulfate;manganese chloride;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine (prenatal), estradiol (estrace), metformin, oxybutynin and trospium. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain lower ("pain lower abdominal/ cramping"). In april 2012, the patient experienced cystitis ("bladder infection/ infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ pain with periods"). In (B)(6) 2012, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2015, the patient experienced depression ("psych injury related to essure/ depression"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("chronic pain/ pain"), bladder disorder ("bladder problems/ bladder or urinary problems or changes"), urinary tract disorder ("urinary problems/ bladder or urinary problems or changes"), vaginal infection ("vaginal infection"), migraine ("migraine") and fallopian tube spasm ("unable to place right tube due to spasms, need to reschedule to attempt again") with device difficult to use and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with fluconazole (diflucan) and surgery (ablation, hyst. (Full), salping. (Bilateral) (interpreted as hysterectomy, salpingectomy), hysterectomy (full),salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device dislocation, autoimmune disorder, depression, fatigue, hormone level abnormal, migraine, weight increased, dyspareunia, uterine leiomyoma and fallopian tube spasm outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, bladder disorder, urinary tract disorder, vaginal infection, cystitis, vaginal discharge, alopecia, vaginal haemorrhage, anaemia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anaemia, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fallopian tube spasm, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2008, (B)(6) 2010 insertion of essure: (B)(6) 2008 (right side), (B)(6) 2008 (left side). Left side- 3 coils; right side- 1 coil. The plaintiff received treatment for pelvic pain, menorrhagia, autoimmune disorder, migration, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, fatigue, alopecia, hormone level abnormal, migraine, weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2008: total bilateral occlusion. Imaging procedure on (B)(6) 2008: essure confirmation test(s) (unspecified) result- unknown. Ultrasound pelvis on (B)(6) 2009: negative transvaginal pelvic ultrasound; on (B)(6) 2018: uterine fibroid. Otherwise unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records: infection, bleeding, dyspareunia, lower abdominal pain, uterine fibroid, pelvic pain, menorrhagia, anemia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 and 3 processed together. Plaintiff fact sheet received: incident category updated. Reporter information, patient details, product indication updated. Removal date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added-embedded device, device dislocation, pelvic pain, menorrhagia, autoimmune disorder, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, fatigue, alopecia, hormone level abnormal, migraine, weight increased. Lab data added. On (B)(6) 2019: fu 2 and 3 processed together. Plaintiff fact sheet and medical records received: lot number added. Reporter information, patient details, product indication updated. Insertion date updated. Events added- vaginal haemorrhage, depression, anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, uterine perforation, uterine leiomyoma, abdominal pain lower, fallopian tube spasm, genital haemorrhage, device difficult to use. Treatment, concomitant and historical products added. Event onset dates added. Medical history and concomitant conditions added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.